Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
During a coronary stenting procedure, the pt had a dissection. A 2.5 x 18mm cypher select plus stent was implanted in the first diagonal with no complication. A 3.0 x 28mm cypher select plus stent was implanted in the bifurcation of the proximal left anterior descending (lad). The 3.0 x 28mm stent caused a dissection. To treat the dissection, a 3.0 x 23mm cypher select plus stent was implanted overlapping the 3.0 x 28mm stent.